Manufacturer narrative:
(B)(4). Neither the device nor the applicable imaging studies return to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l2-iliac approach: implant removal it was reported that a patient underwent surgery. The patient complained of a bedsore so a surgeon conducted a surgery on the patient to remove the implant. Intra-op, the surgeon tried to remove 1/4 32 breakoff set screws using tapered hex screwdriver, but two of the four set screws stripped and could not be removed, so the surgeon used a hospital-owned jumbo cutter to cut the shaft of a lateral connector and removed the remnant implants. The event extended the surgical time for more than 31 ¿ 60 minutes. No patient complications were reported due to this event.